Event description:
It was reported that the patient presented for follow-up in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.